Manufacturer narrative:
Product analysis: visual and microscopic review confirms that both set screws have been fractured. The tip has broken off on one and on the other screw the bottom and tip have broken off. A microscopic review of the fracture face reveals that the fracture is consistent with torsional overload with a bending moment introduced as the screw head pushed against the rod. If the screw is driven deeper using the inner hex after the break-off portion of the screw head has come off, there is a chance to overload the tip of the screw. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t11-l3 fusion was being performed on patient with l1 burst fracture. Intra-operatively, a nut of the crosslink sheared off. The crosslink was implanted and the outer screws were broken off. When the middle nut of the crosslink was being tightened, it sheared off. Due to this, the broken crosslink was completely removed and replaced with a new one. No fragment of the broken implant remained inside the patient. No patient complications were reported.